Manufacturer narrative:
(B)(4) - corneal opacity. Add'l info: lot number of solution used by the pt is unk, and the MFR does not have any patient info that would allow us to further our investigation of lot number and adverse event details. It is unk if the device failed to meet specifications as we have not received the complaint sample for analysis nor have we received an identifying lot number to perform product investigation. The device was most probably being used for treatment, as this type of device is not typically used for diagnosis. The relationship, if any, of the device to the reported incident / adverse event is unk. The complainant reported an association between the amo device and the reported event. However, because we have not received the complaint sample for analysis, nor have we received an identifying lot number to guide our testing, we have been unable to determine the relationship. Root cause has not been established.

Event description:
A report was received through our office in (B)(6) that the father of a female patient reported she experienced an ocular infection with white clouding over the cornea after using complete 10 minutes. According to an ophthalmologist, the eye is infected with pseudomonas aeruginosa, caused by wearing contact lenses which were in unhygienic condition. The patient had to be hospitalized for treatment. According to the doctor, her visual acuity will show no further improvement, but remains with a white opacity over the cornea.